Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported that spo2 dropped out during cardiac arrest on a (B)(6) old baby. A standalone monitor had to be brought in to continue monitoring.

Manufacturer narrative:
The cited spo2 material was requested but it was confirmed that it was not available for investigation. Log analysis at the approximate time of the reported event reflected entries indicating low spo2 signal quality detected, spo2 sensor off, spo2 sensor unplugged and spo2 low perfusion. These log entries confirm that the monitor¿s spo2 limits alarmed correctly. Since the part was not received for evaluation, no root cause could be determined. Additional information was received that there was no delay in treatment as there was also a backup spo2 standalone monitor present. This is an isolated case.

Event description:
Please refer to the initial report.